Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl; cause was unknown. Reportedly, at the time of the report, customer was on the way to the hospital. Tandem technical support made multiple follow up attempts with the customer, however, no response received.